Event description:
It was learned through implant patient registry and investigation that a 25mm 3300tfx aortic valve, was explanted after an implant duration of three (3) years, nine (9) months due to lvot obstruction causing stenosis. The explanted valve was replaced with a 25mm 11060a aortic valved conduit. Per medical records, the patient presented with aortic stenosis, severe native mv insufficiency, and cad. The patient underwent a redo-redo avr with biobentall, mvr with a non-edwards 33mm duran ring, and CABG x2. Intraoperatively, the previous biobentall looked ok, however, there was a sub-annular fibrous ring obstructing the lvot, composed of pledgets and suturing material from previous operations. The aortic valve was removed and replaced with a 25mm 11060a avc using pledgeted non-everting mattress sutures. The patient tolerated the procedure well with no immediate complications and was discharged on pod #11. Hospital pathology report: gross exam, aortic bioprosthetic valve showed all 3 cusps are freely movable (no calcification, thrombi, vegetations or tears identified). Mild pannus formation presents on the inflow surface. Final dx: mild pannus.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (component code, device code, type of investigation, investigation findings, and investigation conclusions). Device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely root cause is procedural factors, including sub-annular fibrous ring obstructing the lvot.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a 25mm 3300tfx aortic valve, was explanted after an implant duration of three (3) years, nine (9) months due to unknown reason. The explanted valve was replaced with a 25mm 11060a konect valved conduit. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.